Manufacturer narrative:
(B)(4).device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance is limited due to anatomical/procedural factors.(B)(4).

Event description:
(B)(6) clinical study. It was reported that during a coronary artery stenting treatment procedure, vessel spasm and inadequate stent apposition occurred. In (B)(6) 2009, clinical status assessment identified the patient's qualifying condition as stable angina (ccs class ii) and the patient was referred for cardiac catheterization. The target lesion was located in the distal right coronary artery (dist rca) with 80% stenosis and was 24mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.0x28mm promus element stent, with 0% residual stenosis following post-dilation. During the procedure an event of possible spasm and inadequate results of the stent deployment were noted. Since the result was not optimal with possible accordion effect, the proximal end of the stent was treated with an additional inflation at 3 atm, with mural lesion left intact. The patient was discharged on aspirin and clopidogrel.